Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure of the dual chamber pacemaker, the right atrial (ra) lead exhibited high thresholds and no capture regardless of whether the active or passive lead was used. Both leads were abandoned and removed and changed to a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.